Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. It is unknown if the patient has been reimplanted with another device as of the date of this report. This report is filed february 9th, 2015.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.